Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during medication set up the nurse observed drips in the chamber. It was further reported this was due to an improper set up. There was no information on patient involvement or impact. Although requested no further information was made available.